Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 and a6: unknown, information was requested but not provided. Section b3: section b3: date of event: exact date is unknown/not provided. Best estimate date is prior to dec 19, 2025. Section d4: model number: the exact model is unknown/not provided. The best estimate is the odyssey lens. Section d4: catalog number: unknown, as the serial number was not provided. Section d4: serial number: unknown, information not provided. Section d4: expiration date: unknown, as the serial number was not provided. Section d4: UDI number: unknown, as the serial number was not provided. Section d6a: if implanted; give date: unknown/information not provided. Section d6b: if explanted; give date: unknown/information not provided. Section h3: the device was not returned for evaluation as it was discarded and the serial number for this device is unknown/not provided; therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the serial number was not provided. An attempt has been made to obtain missing information; however, to date, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
A doctor indicated of no longer utilizing the odyssey lens due to unsatisfactory outcomes observed in three patients, one of which required lens removal. The doctor is unable to return the product for investigation. No further information was provided. This report captures the explant event involving one patient. The two other reported events do not meet the reportability criteria.